Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 350 mg/dl and a bolus was delivered to address the bg level. The customer did not know the cause of the high bg. A pump system check was performed and there was no device issues identified. The customer had changed the infusion set site and the bg dropped to 180 mg/dl. Upon follow up, the customer thought that there was "something wrong"; however, the bg level had dropped to 153 mg/dl and tandem technical support informed the customer that per the pump system check the pump was functioning as expected. The customer had no further questions and declined further follow up.